Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, ovarian cyst, hair loss, insomnia, fatigue, palpitations, endometrial ablation, amenorrhea, gallstones, tummy tuck, d & c, lethargy, neck pain, lump feeling in throat, sinusitis, anxiety, memory impairment, breast lump, muscle weakness, behavioral and psychiatric symptoms of dementia, endometriosis, left lower quadrant pain and uti. Previously administered products included for an unreported indication: fioricet, wellbutrin, lunesta, nsaid, clonazepam, progesterone, seasonique and clonazepam. Family history included vasectomy and kidney stones. In september 2009, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia / painfull intercourse"), back pain ("back pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). Essure treatment was not changed. At the time of the report, the endometrial ablation, pelvic pain, dyspareunia, back pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, endometrial ablation, menstruation irregular and pelvic pain to be related to essure. Lot number: 664659 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, ovarian cyst, hair loss, insomnia, fatigue, palpitations, endometrial ablation, amenorrhea, gallstones, tummy tuck, d & c, lethargy, neck pain, lump feeling in throat, sinusitis, anxiety, memory impairment, breast lump, muscle weakness, behavioral and psychiatric symptoms of dementia, endometriosis, left lower quadrant pain and uti. Previously administered products included for an unreported indication: fioricet, wellbutrin, lunesta, nsaid, clonazepam, progesterone, seasonique and clonazepam. Family history included vasectomy and kidney stones. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia / painful intercourse"), back pain ("back pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). Essure treatment was not changed. At the time of the report, the endometrial ablation, pelvic pain, dyspareunia, back pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, endometrial ablation, menstruation irregular and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: event endometrial ablation added and made medically significant. Reporter, medical history, historical drug and family history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.